Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had a keypad anomaly; the down arrow sometimes sticks and the act button was really hard to press. The patient's blood glucose at the time of incident was 172 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. This morning, the customer had dropped the insulin pump in the toilet. A line started fading in the middle of the screen. Troubleshooting was declined for the partial display anomaly and moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons and missing segment due to corroded lcd board also, with a corroded mother board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No moisture damage was found on the keypad noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.